Event description:
It was reported that the power cord was punctured, potentially resulting in exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as it was determined this event was previously reported under medwatch # 3006433555-2016-00130.

Event description:
It was reported that the power cord was punctured, potentially resulting in exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.